Event description:
A distal gastrectomy was performed. The stapler used thought initially to be one made by one competitors, however, in the process, of the investigation the hospital established that the device was a tlc. "Staples used in a distal gastrectomy. Inquest held in august 2004 and stapling reported as a contributory factor. The inquest took place in august 2004 and the pathology report comments that stapling was a contributory factor". A coroners inquest was heard aug/2004 and the verdict was: death by misadventure. Patient consequence resulted in death. Device not returning.